Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported while using an unspecified bd edta tube, there was an increase in underfilling

Manufacturer narrative:
Brand name updated. Common device name updated.